Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event on (B)(4), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This is MDR two of two (1825034-2011-00697 through 00698) for this event. This report submitted (B)(4), 2011.

Event description:
Patient reported undergoing total hip arthroplasty on (B)(6), 1998. Subsequently, the patient was revised on (B)(6), 2011, due to pain and poly wear. The modular head and acetabular liner were removed and replaced.